Manufacturer narrative:
(B)(4) has been initiated for this event. Model xpo100, serial number/date (B)(4) is approximately 1 year and 8 months of age. The owner's manual part number 1148112 (rev d dec-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
"Dealer states the unit has charging issues and the battery with limited charge."